Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris pump module smartsite infusion sets experienced check valve malfunction. The primary was backing up into the secondary set. The following information was provided by the initial reporter: I have 3 tubes in my office that failed.

Event description:
It was reported that 3 bd alaris pump module smartsite infusion sets experienced check valve malfunction. The primary was backing up into the secondary set. The following information was provided by the initial reporter: I have 3 tubes in my office that failed.

Manufacturer narrative:
H6: investigation summary; 3 samples were returned by the customer for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets primed with normal saline and were attached to a secondary set primed with blue dye water. The sets were allowed to flow. No instance of back flow was observed. The customer complaint that the primary was backing up into the secondary set could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 22016371 was performed. The search showed that a total of 17283 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.